Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the loop latch on door 3. A field service engineer troubleshooted and found a broken drawer on the tower in the surgeon's station. So, they replaced the latch to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a broken drawer unable to function. The customer reported that issue occurred when trying to issue medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.